Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis due to a high-pressure alarm. The device was tested 3 times all 3 tests passed within our internal specification; however, the downstream sensor will be replaced as a preventive measure.

Event description:
Information was received that the cadd legacy pump gave a high pressure alarm. There was no patient involvement.